Event description:
A customer reported that some of the segments were missing from the display. They changed the batteries thinking this would solve the problem but it did not. While on the phone a review of the system was conducted. It appears that a portion of the "hundreds unit" is missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.